Event description:
It was reported that the customer's pump had not been delivering insulin. Specifically, he stated that the pump stops delivering insulin once the reservoir is half way empty. The customer's blood glucose was unknown at the time of reporting. He further stated that the reservoir threading is damaged and missing threading. Troubleshooting confirmed that he has received several low reservoir warnings and a no delivery alarm. The customer was advised to discontinue use of his insulin pump and revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.